Event description:
As reported, approximately 1.5 years post initial right tka, this (B)(6) male patient complained of pain and lose femur. There was no breakage of devices or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos received. The device is not available for evaluation due to chain of custody between hospital and patient; therefore. Sales rep was unable to retrieve it.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were unable to be obtained. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.